Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the rv threshold had increased and when x-ray was taken, it was suspected there was a possibility no slack on the lead. The lead was successfully repositioned. There were no adverse consequences to the patient.

Event description:
Further information was received indicating that the lead was dislodged. As reported previously, there were no adverse consequences to the patient.